Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported they were getting messaged on the patient programmer (pp). They are seeing the pp batteries are low screen and saw the poor communication screen on the pp. They stated the ins has not been working quite right. They are using rayovac batteries and was trying to use the insr and pp at the same time. Batteries were reviewed and that they can only use one device at a time to communicate with the ins. They are going to get new batteries and see what happens. This has been going on for the last 3-4 days.